Event description:
It was reported to philips that the system's c-arm was unable to perform rotations. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the addition information collected, vascular diagnostic procedure was performed by the customer when the issue occurred and completed as planned by using another system. The philips field service engineer (fse) inspected the system on site and confirmed that system's c-arm was unable to perform rotations. Upon troubleshooting fse found that pcu power input protection fuse was disconnected. To resolve the issue, fse replaced the fuse. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.